Event description:
During the implantation of a medtronic interstim ii bladder stimulator device, the lead from the device would not fit into the battery for the generator. The surgical procedure was aborted after several attempts by the physician to connect the battery to the generator. Patient will require another procedure to connect the generator to a battery.